Manufacturer narrative:
D2b. Prosthesis, hip, semi-constrained, metal/ceramic/polymer, cemented or non-porous, uncemented. D10, concomitants: (B)(6), 118-41-02 - p-series pf plasma h/o collarless sz 2 12/14. (B)(6), 148-28-93 - 12/14 zirconia head 28mm -3.5mm neck. (B)(6), 180-01-48 - nv crown cup clstr hole 48mm group 1. (B)(6), 120-65-35 - bone screw 6.5mm dia x 35mm long. H6. Investigation results - the nv gxl lnr device with serial number (B)(6) is confirmed to have been packaged in a vacuum bag that does not contain evoh. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. No other information is available.

Event description:
It was reported via a legal notification that a patient, had a hip arthroplasty on (B)(6) 2011 then the patient underwent revision surgery on (B)(6) 2019, approximately 8 years post implant. The legal documentation provided is not specific to the limb affected by the device types. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.